Event description:
It was reported that during a femoral vein bypass surgery, the struts of the previously deployed supera stent implant were noted to be broken. Based on the limited reported information, it appears that the broken stent struts were treated during the surgery. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified. Date was estimated.